Event description:
An x-ray was taken. The pump was found to have moved 180 degrees but had not flipped entirely. The extra catheter behind the pump came out. They were concerned with a potential catheter problem. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)